Event description:
It was reported that a patient experienced an infection following a myellevate treatment.

Manufacturer narrative:
Ten days post treatment, patient began working out and felt a pop. Patient later experienced a nodule on the left side beneath the myellevate entry points. Induration and tenderness were observed along the tract of the suture. Physician prescribed patient a 10-day course of cephalexin and clindamycin as medical intervention. Bactrim was later prescribed as preventative. It is likely post op care instructions were not followed. Site appears to have practiced good sterile protocol. Physician also noted that patient admitted to not following instructions post treatment. A recent follow up confirmed patient has been improving. The event is reportable since patient was given medical intervention.